Manufacturer narrative:
(B)(4). The incident sample was discarded by the site. The site has returned a non-incident unused sample for eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that part of the device broke off in the pt and was retrieved by surgeon. The procedure and exact date were unk but occurred in (B)(6). There was no pt injury. The incident sample was discarded after the surgery.